Event description:
On medwatch report #3700910000-2000-0031, the customer described the problem as follows: "after insertion into pt, a system malfunction warning occurred, stating "program 1". (The) iabp was exchanged for a different iabp. There was no audible alarm sounding when pump was changed out.